Event description:
It was reported that the spinal cord stimulation (scs) patient experienced difficulty coupling the charger to the implantable pulse generator (ipg) after the implant procedure. The patient did not experience any weight changes since being implanted. Therefore, the patient underwent an ipg revision procedure wherein the ipg was repositioned to be shallower underneath the skin; nothing was implanted or explanted. The patient was expected to fully recover postoperatively.

Manufacturer narrative:
Updates to block b5 and block h6: evaluation conclusion codes.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced difficulty coupling the charger to the implantable pulse generator (ipg) after the implant procedure. The patient did not experience any weight changes since being implanted. Therefore, the patient underwent an ipg revision procedure wherein the ipg was repositioned to be shallower underneath the skin; nothing was implanted or explanted. The patient was expected to fully recover postoperatively. Additional information was received that clarified the ipg was originally implanted too deep under the skin which likely caused the difficulty coupling the charger to the ipg.